Event description:
It was reported that the left ventricular (lv) lead thresholds were high and had increased. The lead remains in use with increased monitoring. No patient complications have been reported as a result of this event.